Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported, she was unable to communicate with her ipg using external devices. The patient stated, she had been in the hospital in (B)(6) and hasn't charged since (B)(6). A sjm representative met with the patient and confirmed the issue. Surgical intervention may be taken at a later date to replace the ipg.